Event description:
It was reported that the patient was experiencing migration of the spinal cord stimulation (scs) lead. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively. The explanted lead was disposed at the facility and was not returned to bsc.